Event description:
Iliac leg graft was deployed in the vessel with a landing zone of two stent bodies. Prior to deployment of the leg graft, it appeared that the distal landing zone would be achieved on the curve in the vessel. Post deployment of the graft noted that the landing zone to be in front of the curve in the vessel which might potentially create a future complication. An iliac leg extension was deployed distal to the leg graft to straighten out the vessel and extend the graft past the tortuosity. With the introduction of the wire, the vessel had changed shape and the tortuosity did not seem as pronounced until the graft was deployed. The final angiogram performed did not visualize any endoleak presence.